Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there were lots of gaps in the study wherein the signal was n/a which meant that the recorder did not receive data from the capsule for any reason. The problem was the signal interruptions which could be caused by malfunctioning of the capsule or interference, rather than high values of ph. There were around 45 hours of missing data (almost two days) on a total of four days. For this reason, the software only detected six acid refluxes, but there could be many more hiding in those 45 hours of missing data. The recorder worked correctly during the previous procedure. There was no patient and user harm and a repeat procedure was necessary.